Manufacturer narrative:
No patient involved. Medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Reboot of the system resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the touchscreen on the stealth (s8) is unresponsive. The clinical specialist had the site reboot and it did not resolve the issue. No patient present. 2020-feb-06 additional information received: reboot of the system resolved the issue. System functioning as designed .